Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.

Event description:
Report from the USA stating that there was an "air leak in the hose." The air leak was discovered during testing. The device was not used in surgery. There were no injuries or medical intervention reported. There was no additional information provided.